Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure failed load box testing and that the indicator was off. A second power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure failed load box testing and that the indicator was off.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. When testing, the representative found that damage occurred to the power enclosure. When replacing the component, the replacement shipped was faulty. A second enclosure was shipped to the representative. The representative reported that the power enclosure for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while transporting the imaging system, the system displayed that the motion controllers were not operating. The reported issue occurred when transporting the imaging system down a slope. There was no patient present when this issue was identified. No additional information was provided.